Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, due to dislodgement. The lead was capped and replaced. The patient was doing well and would continue to be monitored.